Event description:
The user reported that during a fistulogram procedure approx one inch of the tip of the wire from the kit broke off in the pt. This was noticed after placement of the sheath and removal of the wire. The wire tip was located in the dialysis graft. The physician (vascular surgeon) removed the wire tip surgically. No add'l harm or injury was reported.

Manufacturer narrative:
Device eval: the device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed. Conclusions - device not returned.